Event description:
It was reported that a patient underwent transforaminal lumbar interbody fusion procedure at level l4 to s1. Intra-op. At the time of inserting the cage between l4 and l5, x-ray showed unusual marker location. Insertion was discontinued due to suspected damage to the cage. Soft tissues surrounding the marker were located and removed using a punch under fluoroscopic guidance because the cage could not be confirmed visually. The device broke and the fragment of the device was left inside the patient. One of the markers (unspecified) was retrieved from the patient¿s body using a punch. It was reported that the marker was discarded at the hospital.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.